Event description:
The customer reported experiencing dizziness and headaches due to not receiving their replacement meter. The customer was treated by their doctor and diagnosed her with severe hypoglycemia, and treated her with dextrose intravenously. The customer also reported eating candy to help counteract the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a delivery issue; therefore, does not involve a product malfunction, and no product investigation is necessary.